Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a ptfe coated guidewire was used during a percutaneous nephrolithotomy on (B)(6), 2014. According to the complainant, during the procedure while introducing the amplatz access sheath the guidewire was cut from its proximal section, the corewire was broken and the corewire was exposed. It was reported that the physician performed open surgery rather than endoscopic to remove the piece of guidewire left in the patient. The patient's condition was reported to be stable at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported a device was returned however it was not a boston scientific device. Several attempts were made with the customer to get confirmation of the complainant device. If the correct complaint sample is returned and/or additional information is made available the complaint investigation will be reopened and updated accordingly.

Event description:
It was reported to boston scientific corporation that a ptfe coated guidewire was used during a percutaneous nephrolithotomy on (B)(6) 2014. According to the complainant, during the procedure while introducing the amplatz access sheath the guidewire was cut from its proximal section, the corewire was broken and the corewire was exposed. It was reported that the physician performed open surgery rather than endoscopic to remove the piece of guidewire left in the patient. The patient's condition was reported to be stable at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a ptfe coated guidewire was used during a percutaneous nephrolithotomy on (B)(6) 2014. According to the complainant, during the procedure while introducing the amplatz access sheath the guidewire was cut from its proximal section, the corewire was broken and the corewire was exposed. It was reported that the physician performed open surgery rather than endoscopic to remove the piece of guidewire left in the patient. The patient's condition was reported to be stable at the conclusion of the procedure.